Event description:
It was further reported that driveline sheath repair servicing was performed. It was noted that the driveline cut was approximately 10-12 centimeters from the driveline exit site. The patient remained admitted due to increased infection parameters. The wound dressing showed clear signs of bloody leakage from the driveline exit site, and cleaning of the wound cavity was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the driveline associated with ventricular assist device (vad) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the sterility certificate confirmed that the associated device met all requirements for release. On-site inspection of the driveline, as well as visual evidence provided by the site, revealed cut damage on the outer sheath. As a result, the reported driveline sheath damage event was confirmed. Of note, it was reported that no damage was observed on the internal driveline wires. A driveline sheath repair was performed to mitigate the conditions reported. Analysis of the alarm log file did not reveal any alarms within the analyzed period. Analysis of the event log file revealed a reactivation event logged on 02/oct/2021 at 09:57:15, due to an open phase on the rear stator. Information received from the site indicated that the ventricular assist device (vad) driveline cable sheath was cut with scissors accidentally, approximately 10-12 centimeters from the driveline exit site, during wound care around the driveline exit site. The patient was admitted and an x-ray did not reveal any damage to the internal wires or insulation. Additional information received from the site indicated that the patient remained admitted due to increased infection parameters. The wound dressing showed clear signs of bloody leakage from the driveline exit site, and cleaning of the wound cavity was performed. Based on the available information, the device may have caused or contributed to the reported infection event. Based on the available information, the most likely root cause of the reported driveline sheath damage event can be attributed to the cutting of the driveline by the patient, as mentioned in the reported event details. Based on risk documentation and the available information, a possible root cause of the observed reactivation event in the log files can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of infection events. Possible clinical factors that may have contributed to this even t include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event.. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline cable sheath was cut with scissors accidentally during wound care around the driveline exit site. The patient was admitted and an x-ray did not reveal any damage to the internal wires or insulation. No alarms were reported to have occurred. The site taped the cut in the driveline sheath. The vad remains in use. No patient complications have been reported as a result of this event.